Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. It was further reported that when trying to reposition the lv lead the stylet became "stuck about half way up the lead." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the lead was returned stretched and the stylet was stuck in the lead, which most likely distorted the distal coils causing the stylet to get caught up within the lead. It was also noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the lead appeared damage at implant and the stylet was stuck in the lead-distal coil.